Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the pump display was showing the audio bolus screen. He noted that he was able to cancel the bolus and confirmed that no bolus was delivered. The patient stated that the pump then returned to the audio bolus screen again, and he was unable to clear it with button presses. The patient attempted to reboot the pump in order to clear the screen, but was unable to get beyond the verification screen as the keypad buttons were unresponsive. The patient stated that the audio bolus button cover fell off at least 5 months ago and is unsure how this occurred. He attempted using a new battery, with no change to button responsiveness. The patient confirmed that the rubber keypad is intact; stated that the pump is exposed to steam during showers; and stated that he wears the pump in his pocket. The patient reported that he had no issues with the keypad buttons prior to this incident.